Manufacturer narrative:
On july 15th 2020 mentor received confirmation from the failure analysis lab that the lot number of the device returned was 5532593. This is a mentor siltex round moderate profile 300cc saline prosthesis. Section d has been populated with this information. A manufacturing record evaluation was performed for the finished device number 5532593, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 11, 2020. Device evaluation summary: during visual evaluation a tear was observed on the anterior view, measuring 12.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2020.